Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on april 5, 2018, it was reported that the device failed to hold pressure on numerous occasions. The customer returned an a.t.s. 4000 tourniquet device, serial (B)(4), for evaluation. The customer also returned blue hose adaptors, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 4000 tourniquet on april 19, 2018 revealed that upon receipt of the device an initial check out of the device was performed and the leak test passed with a value of -3/-3 millimeters mercury (mmhg). The main and 2nd cuff sides were inflated to 400 mmhg and observed for any signs of improper deflation or any signs of continual pump engagement to resupply the reservoir which would indicate a reservoir leak. No issues were encountered with improper deflation or inflation of either side. The same procedure was carried out at 250 mmhg as well as 55 mmhg and no improper operation was observed. The device was placed in burn mode and left to run for 16 hours. No indication of any issues with improper deflation or inflation was encountered during this period. Both sides were inflated in normal operating mode to 400 mmhg and the device was observed for 35 minutes without any signs of improper deflation or inflation of either side. As a precautionary measure the main printed circuit board (pcb) was replaced. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on april 19, 2018 which included replacement of the central processing unit (cpu) board as a precautionary measure since no problem could be found with the device. A.t.s. 4000 tourniquet, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested.. The reported event was non-verifiable since during the product review it was noted that no issues were encountered with improper deflation or inflation of either side. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that no issues were encountered with improper deflation or inflation of either side. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device failed to hold pressure on numerous occasions. The event occurred during surgery and there was no harm/injury reported. There was a surgical delay with an unknown time and an alternate device was used in each event.